Manufacturer narrative:
No returned samples or product were received for testing. Product support previously conducted testing on triage cardiac panel test lot #w46143 for a former complaint. No discrepant results were observed with retain testing. Investigation conclusion: product support could not confirm client's observations without return of pt sample. Retention testing on devices showed mean results within specifications. No product deficiency was established; no corrective action required at this time.

Event description:
Caller reported false positive results for troponin I (tni) on triage cardiac panel test vs. Negative results on access. A (B) (6) male was admitted to the ed with chest pain. The initial testing with triage cardiac panel gave positive results using same device on two different meters and came back negative when tested in lab on access. A negative result was observed when the test was repeated again with a new triage cardiac panel device (B) (4). Pt was discharged; no other pt info was provided.